Event description:
It was reported that a nurse found the cuff wouldn't inflate during use, after the operation. It was reported the air leak occurred in the cuff. The pt was reintubated.

Manufacturer narrative:
The lot number is unk therefore, the date of manufacture cannot be determined and the device history record cannot be reviewed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.